Manufacturer narrative:
Additional information was requested, but none was available. At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited unspecified problems. It was noted that the patient¿s leads were broken, including a non-boston scientific right atrial (ra) lead. A surgical revision was performed and an attempt was made to repair the leads, but was not successful. The physician then implanted a second pacemaker. No additional adverse patient effects were reported. This device remains in service.